Manufacturer narrative:
The customer reported that the battery caused an unexpected shutdown, and the unit then failed to power up. The battery was evaluated at philips, and the failure was confirmed. Replacing the battery resolved the failure.

Event description:
The customer reported that the battery caused an unexpected shutdown, and the unit then failed to power up.